Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm performing repairs replaced the primary 9v battery then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during functional checks, a getinge service territory manager (stm) observed that the 9v backup alarm battery for the cardiosave intra-aortic balloon pump (iabp) was depleted. There was no patient involved and no adverse event was reported.